Event description:
(B)(4) IV med/baxter single colleague cxe continuously alarming showing pump failure on the screen. Found error code 810:04 dated (B)(6) 2010 - air sensor base line too high. This error code indicates that the air/occlusion sensor is out of tolerance and needs calibration. Pump will be sent to baxter healthcare for calibration / repair.